Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient's implantable neurostimulator (ins) was found to be turned off without the knowledge of the patient. Mag reed switches and potential causes were reviewed with the patient. It was noted that the patient has 2 ins's and there was 8 inches between them. There were no patient symptoms reported. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that they were at the doctor's office for a routine visit, and they discovered the device was off. They turned it back on, and it was stated they never figured out how it happened. It was noted that it hadn't happened since and so far everything was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.